Event description:
This case was reported by a pharmacist and described the occurrence of nasal mucosa atrophy in a (B)(6) female pt who received triple salt dental adhesive cream (corega ultra cream) cream for dentures. Co-suspect medication included 'corega super'. The pt had used corega super adhesive powder for years. In (B)(6) 2011, the pt started triple salt dental adhesive cream (unk). In (B)(6) 2011, the pt developed nasal mucosa atrophy ('atrophy of the nose cornea'), a sinus infection, burning mouth, headache, mouth ulcer, a broken voice, inflammation of the gums and increased saliva. This case was assessed as medically serious by gsk. When the pt removed her dentures at night, the events improved. After reintroduction the events recurred. On (B)(6) 2011, the pt bought 'corega super'. When she applied it, she developed a runny nose for two hours. The pt visited several physicians and none of them considered there to be relationship between the adverse events and triple salt dental adhesive cream. Relationship to corega super powder was not provided. At the time of reporting, the events were resolved.

Manufacturer narrative:
Corega ultra cream (distributed as super poligrip cream in the united states) is mfg in (B)(4), and neither the product nor lot number for this product is available. (B)(4).